Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical malaysia. The customer's report was observed during testing. However, the reported problem could not be duplicated. The device will be sent to zoll medical corporation for further evaluation. Analysis of reports of this type has not identified an increase in trend.